Manufacturer narrative:
Two samples were received by manufacturing in opened blister packages. The samples were examined per facility procedure and were found to have the following results: sample number one was visually nonconforming with a damaged tip. Sample number two was visually nonconforming with a damaged tip and cutting edge. Penetration and sharpness testing could not be performed due the damaged condition of the samples. No lot number was identified with this complaint therefore, a lot history review could not be conducted. How the blades became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that blunt knives were noted prior to surgery. Additional information has been requested. Additional information has been received clarifying that the blunt knives were noted during surgery. There was no harm to the patient. No additional patient information is available.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).